Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Full name of the facility is (B)(6) hospital. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle was clogged with the presence of a foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; due to crack on distal end rubber coating (a-rubber), the insulation resistance value at distal end does not meet the standard value; adhesive around a-rubber has a chip, crack, and white-clouded area; adhesive around objective lens and light guide lens has white-clouded area; adhesive around objective lens is peeled; universal cord has a wrinkle; and a-rubber, distal end cover, connecting tube, protector of universal cord, switch (sw) sw1 have a scratch. The user¿s complaint of insufficient angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer did not reprocess the device prior to sending it in for repair. Customer was not aware of the presence of foreign material in the device.

Event description:
Customer returned the device for evaluation and repair of insufficient angulation issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device nozzle was clogged with the presence of a foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "the inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". [Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.